Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Concomitant products: 4076 implantable pacing lead (B)(6) 2013; 6935m implantable defib lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from left ventricular (lv) lead pacing. Reprogramming was performed and the lv lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that diaphragmatic stimulation continued. The pacing vector was changed and output to the lv lead was decreased once again.

Event description:
It was later reported that the patient continued to experience diaphragmatic stimulation, especially upon exertion. Output to the lv lead was decreased and the lead remains in use.